Event description:
It was reported to philips that the system was hanging when performing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The ongoing procedure was completed as planned on the same system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was hanging during exposure. The rse found an error stating tube arcing issue, so the rse advised the customer to perform the tube conditioning and adaptation and scheduled an onsite visit. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the system, reconnected the foot switch but was unable to reproduce the reported error. After onsite testing, the system was determined to be in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported x-ray tube arcing issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.